Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent dexcom g7 data display issues where glucose values were not visible in the app while values were visible on the ilet, consistent with signal loss to the ilet only; during this period the user¿s blood glucose reached 257 mg/dl for approximately 45 minutes, with no alerts or alarms reported and no backup therapy used. Symptoms included no clinical symptoms. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that glucose values subsequently decreased during the call and returned to 111 mg/dl later the same day, and the user confirmed use of a contact detach infusion set. It was concluded that the event was resolved with restoration of cgm data visibility and glucose normalization without clinical sequelae.